Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose values have been high and her nurses believe that something is wrong with the insulin pump. Her blood glucose at the time of incident was 537 mg/dl, and she has been cramping as a result. The customer has been in the hospital for the past two months due to a motorcycle accident. The customer stated that in the most recent hyperglycemic episode her blood glucose increased after she bolused with the pump. The customer confirmed that when she changed her infusion set after the hyperglycemic episode that the cannula was bent. The customer believes the cannula was the issue and that the pump is fine. The customer stated that she was going to monitor her blood glucose with the new infusion set and she declined further troubleshooting. No products were shipped or returned.